Event description:
It was reported that, "according to the patients report to the surgeon. The patient was getting up from a seated position and twisted to make a step. It was at this moment when the hip stem failed. Surgery was performed to remove the hip stem. While conducting surgery, the surgeon elected to replace the existing cup insert. The surgeon then verified range of motion and leg length. No unusual circumstances were noted. The surgeon proceeded to close the wound."